Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the device itself only provided some pain for barely a month. It was noted the patient's catheter kinked and failed them completely. The patient experienced lack of therapeutic effect because the medication from the pump was not delivered into their intrathecal space due to the catheter kinking or shearing off from the device (pump) insertion site or from the device itself at the connector. This also precluded any medication to be delivered to the intrathecal space due to physical defect. It was noted the device was defective because it failed to perform its function and kinked where the catheter connects to the pump. Due to the defects, the patient went through several unnecessary medical procedures including adjustments of the device, mris with and without contrast, multiple visits to medical facilities, and surgery to remove the device. These failures led to severe bodily injury, and put the patient at risk of death. The patient was also required to take additional oral medi cations to manage their condition. It was noted the device caused the patient more pain and problems than they had prior to the device implantation. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. It was reported the patient's pump was implanted on or about (B)(6) 2018. It was noted the patient's pain did not subside in the week after placement of the device and continued to take oral pain medication. The patient was also experiencing new pain at the site of the device. On (B)(6) 2018, the patient went to the clinic complaining of severe pain and they were unable to bear their own weight. The patient had a MRI performed, with and without contrast, to identify what was cause the pain. The hcp told the patient that the MRI's showed that the implanted catheter was wrapped around a bulging disc in their back. On (B)(6) 2018, the patient complained of severe pain in their lower back that was radiating down their left hip. The patient reported that their pain was an 8/10 on average within the past month, and their most severe pain was 10/10. On (B)(6) 2018, the clinic conducted a study and adjustment with electroanalysis of the device. The device was increased by 20%. On (B)(6) 2018, the patient was seen again and started that they had no relief from the last adjustment except for on the first day of the adjustment. The device was increased by 20% again. The patient took oxycodone once every six hours. On (B)(6) 2018, the patient was again seen and received another adjustment to the device with electroanalysis. The patient stated that the last adjustment only helped for a day or two, and the device was increased by 20% and their oxycodone regimen decreased to once every eight hours. On (B)(6) 2018, the patient was again seen and received a refill and adjustment of the device with electroanalysis. The device was decreased by 20%, and the patient stated they would discuss removing the device at the next follow-up visit. On (B)(6) 2018, the patient again visited the clinic, still complaint of pain at a level of 8-9-10. During their examination, the clinic determined that the device was free and able to rotate/twist, and that every time the device was twisting it would cause a kink in the catheter. The patient's hcp recommended that they should have the device revised. On (B)(6) 2018, the patient was seen and still complaining of pain 8/10 and that the device was flipping constantly. The device was adjusted to its minimal rate and clinic notified implanting physician regarding removal of the device. According to a surgery scheduling form, the patient¿s surgery was scheduled for (B)(6)2019, to remove their pain pump and intrathecal catheter. The form noted diagnosis as, ¿malfunction of intrathecal infusion pump, initial encounter.¿ on (B)(6) 2019, the hcp removed the device. The operative report noted that the sutures from the previous anchoring of the device were loose and the pump was free in the pocket. The report also noted that it was difficult to ascertain whether the actual catheter had sheared off from the device insertion site or not, or from the device itself right at the connector. According to the report, the catheter was loose and there was severe twisting of the catheter throughout the flank, which, according to the hcp, could very well have been the reason the catheter kinked off. As a result of the aforementioned defects and malfunctions, the patient¿s device failed to deliver the prescribed medications as programmed, resulting in underdosing and withdrawal from opiate and benzos medications, as well as severe pain and the inability to properly manage their pain. The patient's pump was implanted with the device for approximately four months. The device never functioned appropriately and cause the patient pain so severe they could not leave the house. The patient had multiple surgical procedures, and caused the patient's hcp's to decrease the pain medication that was actually working, which in turn resulted in even more pain and precluded their physicians ability to treat it. During the patient's follow-up appointment on (B)(6) 2019, approximately one month after the device was removed, they rated the pain as being only 4/10 and even as low as 3/10 within the month immediately following their surgery.